Manufacturer narrative:
Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Investigation conclusion: the luer thread may become damaged due to over-torque of the component during connection with the male luer. Root cause description: it is not possible to establish the root cause. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use of the bd phaseal¿ injector luer lock n35c, phaseal injector was released from the infusion set in conjunction with cytostatics injection. It should have been tightened but screwed off and fluid flowed into the patient's bed.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd phaseal¿ injector luer lock n35c, phaseal injector was released from the infusion set in conjunction with cytostatics injection. It should have been tightened but screwed off and fluid flowed into the patient's bed.